Manufacturer narrative:
Evaluation summary: kinks were evident along the hypotube and distal shaft of the device. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 1st distal stent segment with raised struts. There was damage to the distal tip of the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to implant an endeavor sprint drug eluting stent to treat acute myocardial infraction. It was reported that no abnormality was noticed during inspection prior to use. Lesion was pre-dilated. No resistance was noted while advancing the device. It is reported that the stent could not cross the lesion. In order to complete the procedure, the physician used another stent , same size. No patient injury reported as a result of the event the returned device exhibited stent deformation

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.